Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vessel. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmosphere for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. Thre were no patient complications nor injuries were reported.